Event description:
MFR became aware that during a matrix2 360 degree firm coil (refer to MFR report #6000078-2005-00162) herniated into the parent artery and stretched on retrieval. No complications with the patient were reported to have occurred during this event.